Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the diff (differential) mixing motor was mixing continuously. The fse resolved the issue by replacing the diff mixing motor and adjusted the diff gain. System operation was verified with qc (quality control) within range. (B)(4).

Event description:
The customer reported background was failing for differentials, and could not be resolved with cleaning, when using the coulter® hmx hematology analyzer with autoloader. Startup failed and the customer discontinued use of the instrument. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.